Event description:
It was reported that the user was not able to read the electrocardiogram (ECG) and that the software on the programmer may be corrupt. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not verify the reported event; programmer passed bench testing. Analysis found the programmer failed audio loopback test; microphone found out of electrical specification. Latch on media bay door found bent. Concomitant medical products: 229047, analyzer. (B)(4).